Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
Note: this report pertains to the second of two devices that failed during the procedure. Refer to mfg. Report 3005099803-2008-5860. In 2008, it was reported to boston scientific corporation, that a procedure using a resolution clip device occurred (patient age, gender, weight unknown). During the procedure, the clip pre-deployed and fell off the catheter inside the patient when the sheath was pulled back. The physician decided to leave the clip in the patient to pass on its own. The procedure was completed with another resolution clip device. There were no complications and the patient's condition was reported as "fine."